Event description:
It was reported that the device was having having difficulty with temperature regulation. In additon the power button was not functioning properly. The customer reported that this caused a delay in the procedure but the length of the delay is unknown by the account.

Event description:
It was reported that the device was having difficulty with temperature regulation. In addition the power button was not functioning properly. The customer reported that this caused a delay in the procedure but the length of the delay is unknown by the account.

Manufacturer narrative:
The device has been received at the manufacturer for testing. An evaluation will be conducted, and a follow-up report will be submitted after the quality investigation is complete. The device has been received at the manufacturer for testing. An evaluation will be conducted, and a follow-up report will be submitted after the quality investigation is complete.

Manufacturer narrative:
The device was evaluated by the manufacturer and the complaint could not be confirmed. Due to the fact that no failures were confirmed and no further information could be obtained related to the alleged event, no further root cause determination was possible.